Event description:
Per the clinic, the patient reported heat from the processor. The patient is being clinically managed and the patient is currently using the processor with no reports of heat. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.